Event description:
It was reported that during a da vinci assisted rectopexy surgical procedure, the pulling rope (wire) in the tip of the force bipolar instrument was broken. The instrument was replaced with a backup. After removing the defective tongs, a part of the wire fell off. The procedure was completed with a backup instrument with no reported injury, no fragment fell into the patient. Intuitive surgical (is) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument wire fell off outside the patient. In the surgeon's opinion, a previous damage of the force bipolar instrument might have been the cause of the fragment breaking or falling off the instrument. The instrument had been in use for approximately 1 hour and 15 minutes before this problem occurred. The instrument was inspected before use but not for mobility. There was no damage found. The instrument was used as a left hand for endoscopic sutures, needle grasping and intracorporal knots. The surgeon noticed at the beginning of the procedure that the bipolar current was weaker than usual but it was not a problem. The instrument was therefore kept and the surgery continued. It was difficult to state if there was any collision with other instruments. The cable was visible when the instrument moved, leading to the instrument being removed. The cable came loose when the instrument was inspected on the instrument table. The instrument remained in the same trocar from the beginning and was not removed during the procedure. The instrument was pulled out of the cannula without any problems.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test. No signs of thermal damage or damage to the conductor wire insulation were observed. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.051¿ - 0.106 in length and were not aligned with the tube axis. Advanced failure analysis confirmed the initial findings. The force bipolar instrument was found to have a broken conductor wire at the yaw pulley. The instrument was inspected further to determine if a fragment was missing. The broken conductor wire was pulled completely out to observe the length and it was observed that it just barely touched the other broken end. However, the conductor wire design wraps the wire around the distal clevis pin indicating that the wire available would not have been enough and therefore, a fragment is missing. The good conductor wire on the other grip was cut to a similar length and it was determined that the missing conductor wire piece was approximately 0.33 inch long.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional review of the force bipolar instrument was performed and confirmed that the grip with the broken conductor wire had insufficient wire length remaining for proper routing, indicating a missing section.